Event description:
Reportedly the plate was shortened and adapted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown plates: 3.5 mm lcp hook plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that they had a fall resulting in eight fractures in their left elbow. The patient underwent surgery on (B)(6) 2016 and was implanted with a 10.5 cm ¿splint¿ that was bent slightly over the elbow joint. Post-operatively, the patient attended intensive and prolonged physical therapy to regain arm mobility. The patient stated that they achieved a good outcome in (B)(6) 2016 regarding extension of their arm. It was at this point the patient reported having strong pain in and above the joint during extension and experienced permanent inflammation in the joint involving heat and swelling. They also reported impairment of their small to middle fingers involving numbness, pain, lack of mobility and swelling. Finally, the patient reported intermittent edema of approximately 20 cm of their lower arm. On (B)(6) 2017, the devices were removed and the patient reported immediate relief of their symptoms. The patient stated that they feel that the irregularly sharp upper edge of the ¿splint¿ with 2 tips is what injured the tissue during the lever-like extension.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative pain development is unknown. This report is for one (1) unknown plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with an unknown plate on (B)(6) 2016. Postoperatively the patient complained of the pain. It was discovered that there was a soft tissue injury due to two sharp pins at the end of plate. Patient was revised on (B)(6) 2017. Reportedly there was no surgical delay. This report is for one (1) unknown plate. This is report 1 of 1 for complaint (B)(4).